Event description:
It was reported that the video system center had no image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. However, the investigation was based on the information provided by the customer and field service. Olympus was able to confirm the customer reported failure. In addition, the following reportable malfunction was identified: defective circuit boards and the used socket carried out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective circuit boards and the used socket carried out. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.